Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-00050. It was reported that the patient was experiencing ineffective stimulation. X-rays confirmed l3 lead migration. In turn, the lead was explanted and replaced. Therapy was restored postoperatively. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.